Manufacturer narrative:
(B)(4). One device was returned to baxter for evaluation. No flow condition not confirmed. No evidence of blockage or abnormality was visually detected from the samples. A batch review was conducted which found no nonconformances. This is report 1 of 5 for the facility.

Event description:
Baxter (B)(4) received a complaint involving five total (5) ce infusor lv10 devices which reportedly failed to run after being filled with 9.3g timentin. This complaint will address 1 of 5 total reports for this facility. There was no report of patient involvement associated with this device, medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.